Event description:
Pt underwent bilateral augmentation mammoplasty with subpectoral implant placement on 09/04/1996. She sustained trauma to the left breast with ecchymosis and thereafter increasing soreness of both breasts, more so on the right. She developed baker's type ii capsular contracture bilaterally with asymmetry in projection. Due to persistent pain, she underwent open peri-prosthetic capsulotomies and changing of her implants on 05/19/1997.